Event description:
Female patient received a right attune tka to treat pain and djd. The patella was resurfaced and unknown cement was utilized. The procedure was completed without complications. 61-year-old female patient received a right knee revision to treat persistent pain and reduced range of motion secondary to aseptic loosening. Upon entering the joint, the surgeon debrided periarticular inflammatory tissue and sent it to pathology. The pathology report identified gross inflammation and synovitis. The patella, femoral component, and tibial tray were all loose at the cement to implant interface and revised. The surgeon identified and debrided femoral and tibial bone defects. There was no reported product problem with the revised tibial insert. The patient received an unknown revision construct. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2022. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.